Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had a fall and injured the area of the ins (left buttock). Patient stated that they went to therapy, but it wasn't getting better, so healthcare professional (hcp) determined to replace implantable neurostimulator (ins), as it might have been related to not getting better. It was replaced and new one put on the right side. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Event description:
Additional information had been received as healthcare professional (hcp) reported the new information for first implant for the patient. Hcp reported that chronic constipation, spontaneous voids 5-6 in a day, they were not using cath. They had recently increase in going to the restroom. They had decrease in tea and water intake though. Hcp also reported that generator went down to 20 % and they also fell on left hip/back. Patient had issues with recovery and they would need to replace the generator or they would move up on left side or place on right side. They might need new lead placement on right side.

Event description:
Additional information had been received as healthcare professional (hcp) reported the new information for first implant for the patient. Hcp reported that chronic constipation, spontaneous voids 5-6 in a day, they were not using cath. They had recently increase in going to the restroom. They had decrease in tea and water intake though. Hcp also reported that generator went down to 20 % and they also fell on left hip/back. Patient had issues with recovery and they would need to replace the generator or they would move up on left side or place on right side. They might need new lead placement on right side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.